Event description:
(B)(6), 2011 I had lasik procedure done by (B)(6). Dr (B)(6) did the surgery. As a result of this surgery, I have 20/20 vision, but my eyes have been irreversibly damaged. I have chronic dry eye and daily pain as a result of this. I also have aberrations in my vision. Halos and starburst make the night environment difficult to see in an maneuver. It has been a year since the surgery and none of these issues have gotten better. As a result of this procedure, my life has not gotten better, but worse. Although I have 20/20 vision, I now wear scleral lens every day to manage the dry eye and the pain associated with it. Tlc vision.